Event description:
It was reported that the the patient experienced prolonged syncope, an acute rise in threshold, and non-capture. The ventricular lead was capped and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.